Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the batch # (B)(4) you provided was reviewed, however, was not a valid batch and/or lot number. Do you have the correct batch and/or lot number for the device? Can you please clarify the event as you stated "the stapling stopped on the way of firing". Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? If yes, were the staple line and the cut line equal in length?

Event description:
It was reported that during an open urological unknown procedure, the device was locked out at the first stroke of the first firing, though the firing knob was fully grasped. Then, stapling stopped on the way of firing a renal artery. Another competitor's device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n53w3g. (B)(4). The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge reload present. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.